Event description:
While on dialysis pt became unresponsive. Blood was noted by catheter site (graft extending from axillary artery to axillary vein). Catheter was dislodged and hemodialysis unit did not alarm for pressure change. Pt lost a large volume of blood. Machine was evaluated and is functioning properly. It appears that due to surrounding tissue and blankets around catheter site, the machine continued to sense sufficient back pressure.